Manufacturer narrative:
Reported event: an event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not returned.

Event description:
This pi I for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi I for the right hip. It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her right hip on or about (B)(6) 2008. It is further alleged that she suffered injuries as a result of implantation of the device at issue, device recall and excessive levels of chromium and cobalt in her blood. Patient has not yet scheduled a surgery for explantation of the femoral head at issue.